Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following event was obtained from a literature article titled, propensity-score matched comparison of the cera pfo occluder with the amplatzer pfo occluder for percutaneous closure of patent foramen ovale without echocardiographic guidance (j invasive cardiol 2017;29(8):280-284. Epub 2017 may 15). The study involved a propensity-score matched comparison of 28 patients undergoing percutaneous pfo closure using the cera pfo occluder (cpo) with 28 patients who received the amplatzer pfo occluder (apo). All implantation procedures were successful in both groups. In 2 patients, the cpo was the second device implanted after a relevant residual shunt had been detected by tee 6 months after 35 mm apo implantation in 1 case, and 30 mm amplatzer cribriform occluder implantation in the other case.